Manufacturer narrative:
The returned samples was requested but hasn't been received till now, the lot number of this event was received, the DHR of this lot was reviewed without any issuses. The retained samples of the lot was tested and the samples met the specification. The root cause can't detected currently, no action will be taken currently, a supplemental report will be submitted if further information received.

Event description:
The customer reported that during the administration process, antibiotics flowed out of the syringe and the patient did not receive any dose.